Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's right ventricular (rv) lead had t-wave oversensing (twos) post sense. Follow up was conducted for specific product information to no avail. The lead is still in use. No patient complications have been reported as a result of this event.